Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have mechanical indentation damage to the blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid to or an error. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have teflon pad damage to the clamp arm. Material approximately 0.028" x 0.091" in size was missing. Root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a reoccurring message of "reduce pressure on blade" and "replace instrument". The reporter indicated that the harmonic ace instrument was being used according to the specifications. After replacing the instrument, the reporter noted the surgery could be continued without much delay. The procedure was completed with no reported injury.